Event description:
The manufacturing facility received a unit for evaluation from baxter. Baxter reported that "it is unknown if rupture happened at the end of the filling procedure or during usage on the patient." Reporter further stated device contained sodium chloride 0.9% and it is "unknown, if 5fu was already added!" Per reporter no patient injury occurred and no medical intervention was required as a result of the reported condition. Reporter indicates that no further information is available.